Event description:
Material #unknown lot #unknown it was reported by customer that 30ml syringes with a white substance on plunger verbatim: rcc received a complaint via email. Email(s) attached. 30ml syringes with a white substance on plunger

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
Material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
No additional information.